Event description:
User received discrepant troponin t pt results. Ten examples provided: pt 1, initial result 0.026 ng/ml, repeat < 0.010 ng/ml. Pt 2, initial result 0.034 ng/ml, repeat < 0.010 ng/ml. Pt 3, initial result 0.048 ng/ml, repeat 0.020 ng/ml. Pt 4, initial result 0.03 ng/ml, repeat <0.010 ng/ml. Pt 5, initial result 0.02 ng/ml, repeat <0.010 ng/ml. Pt 6, initial result 0.02 ng/ml, repeat<0.010 ng/ml. Pt 7, initial result 0.03 ng/ml, repeat < 0.010 ng/ml. Pt 8, initial result 0.02 ng/ml, repeat <0.010 ng/ml. Pt 9, initial result 0.032 ng/ml, repeat <0.01 ng/ml. Pt 10, initial result 0.023 ng/ml, repeat <0.01 ng/ml. Initial result for one of the samples was reported, no info available to determine which sample. The pt was not adversely affected. The field service rep was unable to determine exact cause but noted he replaced syringe seals and pinch tubing. Performance tests performed which were within spec.